Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 8 years and 5 months. The device was not returned for evaluation. A review of the device history records revealed the device met applicable specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found expired by his spouse at approximately 4:00am disconnected from all power sources. It was reported that the patient had been starting to show signs of dementia which was believed to be the reason the patient disconnected all power. The patient¿s system controller was reported to be alarming at the time the patient was found. The pump was not explanted and no log files were available for review. No further information was provided.